Event description:
It was reported when using the bd vacutainer® no additive (z) plus tubes cap was difficult and/or unable to be remove. Pt 3 of 3. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that decapper instrument is unable to remove rubber cap from sample tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tubes cap was difficult and/or unable to be remove. Pt 3 of 3. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that decapper instrument is unable to remove rubber cap from sample tube.

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint. In addition, 29 retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, retained samples (29) test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time.